Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus service operation repair center (sorc) confirmed followings; -there was an abnormality in the appearance of the connector. -there was an abnormality in the appearance of the control body. -the reported event was reproduced. Noise occurred and the endoscopic image could not be seen. -the adhesive in the bending section was damaged. Device history record review indicates that the device was manufactured and tested in olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; -defect of the imaging sensor of the device -defect of the circuit board in the connector of the device -defect of the video processor if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for inspection. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear. There was no report of patient injury associated with this event.